Event description:
The customer reported that it was hard to remove the reservoir's plunger. She stated that it was difficult to push the insulin through the tubing using the plunger and the plunger was dislodged from the reservoir. The customer stated that she also noticed that the reservoir was leaking.